Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a coronary artery stenting procedure, the 3.0 x 12 mm xience alpine stent was successfully implanted; however, a proximal dissection was noted. A 2.75 x 12 mm xience alpine stent was implanted as treatment without issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.